Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic for routine follow up, device was found to be in back up vvi mode with hv therapy disabled. It was later determined that the patient received MRI thereby caused the device to go into backup vvi mode. The programming changes were made, and the device was restored successfully. The patient was stable and will be continued to be monitored.